Event description:
It was reported that very small egm signals were detected at different locations in rv. Impedances measurements were around 2000 ohms. Patient status: ok. This was reported during the implant procedure; the device was not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood/body fluid on distal conductor (not obstructed), helix/lobe sleeve head, and helix/lobe mechanism.